Event description:
The pt reported experiencing frequent e4 (occlusion) errors during the night in 2009, and elevated blood glucose of up to 600 mg/dl. She stated that she changed the infusion set 2 times in one day. She corrected elevated blood glucose by injecting insulin via pen. Her normal blood glucose level is 180 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.